Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed damage due to wear and tear. Additionally, the evaluation of the returned modular cable identified discoloration of the outer jacket and both bend reliefs, slight wear of the inline connector locking indicators, and multiple areas of compromised wire insulation. The hm3 modular cable, lot number 161200, was returned with white tape wrapped around the outer jacket. The jacket was discolored gray and both bend reliefs were discolored brown. The controller and inline connectors were unremarkable; however, slight wear of the white locking indicators was observed. A specific cause for the observed discoloration of the polyurethane jacket and both bend reliefs as well as the observed wear of the white locking indicators on the inline connector could not conclusively be determined through this evaluation. Upon removal of the tape, cosmetic damage to the outer jacket was observed which did not appear to penetrate the underlying armor layer. Visual examination of the underlying wires revealed kinking in multiple locations. Microscopic inspection of the wires revealed breaches to the insulations of the black and green wires approximately 3.25¿ from the metal connector and breaches to the insulations of the red, orange, and yellow wires approximately 7.50¿ from the metal connector, exposing the inner metal conductors. The wire damage occurred in locations where the wiring was kinked and appeared to be the result of fatigue damage due to repetitive flexing of the modular cable in these areas. The system had the potential to produce a short to ground resulting in comm_a or comm_b faults if the exposed conductors of the black and green or the orange and yellow wires made simultaneous contact with each other. Additionally, the system had the potential to produce a short to ground resulting in driveline power faults if the exposed conductors of the orange and red wires made simultaneous contact with each other. However, no alarms or faults were reported by the account. Heartmate 3 lvas IFU is currently available. Section 2 ¿system operations¿, under ¿replacing the modular cable¿, provides instructions about how to replace the modular cable in a clinical setting. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions to ¿not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6, under "caring for the driveline", instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care", under "cleaning the driveline", states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The current version of the heartmate 3 lvas patient handbook contains a section entitled ¿rules for driveline care¿ that instructs the user to ¿check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged).¿ this document also contains a section entitled ¿what not to do: driveline and cables¿ that explains that ¿. . .twisting, kinking, or bending could cause damage to the wires inside (of the driveline), even if external damage is not visible.¿ a section named ¿general cleaning rules for all equipment¿ states, " use a damp cloth to clean exterior surfaces of the external parts of equipment. Do this as needed. Water, with or without a mild dish soap, may be used as a surface cleaner. Do not allow water to enter the interior of devices. Do not put equipment in water or liquid." Finally, a section called ¿driveline care¿ explains that ¿wear and fatigue of the driveline that connects the pump to the system controller may result in damage. Such damage has the potential to interrupt device function. Resolution of this situation may require reoperation to replace the pump, replacement of the modular cable, or may result in death if not resolved.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was damaged due to wear and tear. The vad coordinator repaired the cable with tape. There were no reported alarms for the event. The modular cable was later exchanged.